Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks. X-rays were performed to further evaluate the system placement. The device system was tested in clinic with provocative maneuvers with noise able to be reproduced with arm movement. Review of device data determined that the device exhibited low amplitudes and a wide intrinsic rhythm resulting in the t-wave oversensing. Rhythmcare discussed possible causes of the reported observations and further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.